Event description:
A malfunction alarm was reported, coded as malf 00 with a fault ID available. It was unclear if the customer's blood glucose level was affected, as they declined to answer. Technical support provided guidance on resetting the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to report back if any further issues arose, which they acknowledged and understood.